Manufacturer narrative:
Date of event is estimated.

Event description:
Manufacturer report number 3006705815-2024-02387. It was reported that patient was found to have fractured leads via imaging. To resolve the issue, surgical intervention took place wherein the leads were explanted and replaced. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.